Event description:
It was reported that two jostents (4.0x19 and 5.0x26) were implanted on (B)(6) 2009 in the saphenous vein graft to the first diagonal for an aneurysm. On (B)(6) 2013, the patient underwent coronary artery bypass graft in the target lesion due to the increased size of the index aneurysm since 2009. Surgery was successful. The physician indicated a possible relationship of this event to the index jostents. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported aneurysm is listed in the over the wire (otw) graftmaster instructions for use (IFU) as a potential adverse effect. Additionally, the graftmaster was advanced for treatment of an anerysm. It should be noted that the otw graftmaster IFU in the indications section states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.